Event description:
During cardiomems implant procedure the physician was unable to advance the cardiomems delivery catheter past the left pulmonary arch. The physician reported the curve of the arch was too severe for the distal end of the catheter to bend around. Resistance was met while backing the delivery system out through the sheath due to the distal end of the sheath being collapsed. Everything was removed from the patient and a new sheath and sensor were obtained for a second attempt. Just after advancing to the target location with the second sensor, the guidewire position was lost and the physician decided to abandon the procedure. First sensor attempt is reported under MDR-(B)(4) / 3004936110-2023-00966.

Manufacturer narrative:
The following components were received in the return: the delivery system catheter with tethered sensor and the flash drive. The visual inspection of the length of the catheter showed no gross damage or kinking. There were no abnormalities observed with the hub of the catheter. The tethering pattern was correct. The sensor showed no gross damage during the visual inspection. The results of the investigation observed no abnormalities that contributed to the event description. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.